Event description:
While weekly maintanance was being performed, technican insert the sponge and put a plastic plate with four (4) holes on top of the sponge. She did not cover with the centrifuge bowl cover which locks into place. After ten (10) seconds the diaphram membrane ruptured and the hydraulic fluid (propylene glycol) was sprayed into the faces of two (2) technicians. A third technicians slipped in the fluid which had sprayed to the floor, sustaining a falldevice not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration, mechanical problem, incorrect technique/procedure, alarm failure, diaphragm. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, device temporarily removed from service, inserviced by manufacturer/distributor representative. The device was not destroyed/disposed of.